Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call for high blood glucose of 400mg/dl. The customer indicated that the pump does not deliver insulin and the insulin is leaking into the pump. Customer indicated that they have changed the infusion set multiple times but the issues persist. Customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was also advised that the device would be replaced and agreed to return the product for analysis. Customer indicated that they would call back for further troubleshoot.